Manufacturer narrative:
Additional information: attached article referenced in the initial report. MFR# reference: (B)(4) - attachment: [randomized comparison of hydrus and istent.pdf].

Manufacturer narrative:
Date of event: estimated based trial start date and publication date. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decrease/impaired vision and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU states that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two stents in one eye. MFR# reference: (B)(4). Please reference 2032546-2019-00072 for stent obstruction reported in trabecular micro bypass stent group.

Event description:
The following was reported through review of an article. In the two (2) istents group, there was one (1) case of bcva loss of two (2) lines, four (4) cases of iop elevation over baseline and device obstructions (unspecified quantity) related to iris or other tissue adhesion. Two (2) subjects required subsequent glaucoma surgery due to uncontrolled iop despite maximum medical therapy at an unknown postop period. This is a prospective study to compare the efficacy of different migs devices for reducing intraocular pressure (iop) and medications in open-angle glaucoma (oag). This report references the adverse events occurring in trabecular micro bypass stent group. Additional information is being requested.